Event description:
According to the initial report dated on (B)(6) 2025, the consumer stated that the product caused her burns. She had to take prednisone, and her wound was still healing, and she had a discoloration on her leg. On the completed cir received via email from the consumer on may 2, 2025, the consumer states that the entire area of the bandage wound has blisters and a raised skin rash. The consumer visited the doctor and was prescribed prednisone 10mg tablets, hydroxyzine hci 25mg, and betamethasone valerate 0.1% topical cream.

Manufacturer narrative:
As of 05/29/2025, a manufacturer has completed their investigation with no issues found. Aso reviewed records of biocompatibility tests with no issues noted. Refer to section b6 of this report for further details.